Event description:
It was reported that when the xrom is locked into extension, the locking mechanishm allegedly does not work. No injury reported.

Manufacturer narrative:
It was reported that when the xrom is locked into extension, the locking mechanishm allegedly does not work. No injury reported. The actual device will not been returned. Other devices that have been evaluted the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.